Event description:
It was reported that during a hemorrhoidectomy procedure, 2 or 3 staples did not come out. The procedure was completed by additional sutures. There were no adverse consequences to the pt.